Event description:
During field service installation of the device, the user reported the roller pump would not boot up. No other details regarding the nature of the event were provided. Since the event occurred during field service installation, there was no patient involvement during this event.